Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was attempted but not used due to the patient experiencing a subclavian vein spasm during the operation. It was noted that the lead initially became stuck in the subclavian vein but was ultimately removed. Upon removal of the lead, it was reported that the head of the lead was bent. A different lead was implanted. No patient complications have been reported as a result of this event.